Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from the local service department, the coating was peeling off throughout the insertion section. Therefore, omsc presumed that some strong chemical stress was given to the device. In addition, it was confirmed that the insertion section had deformation and kink. Therefore, it was presumed that physical stress was applied.

Manufacturer narrative:
Local service department checked the subject device and found that the reported phenomenon occurred due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the coating on the insertion section was partially peeling off. There was no report of patient injury associated with the event.